Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of pulse for three to four seconds and dizziness. The implantable pulse generator (ipg) had reached elective replacement indicator (eri) and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of pulse for three to four seconds and dizziness. The implantable pulse generator (ipg) had reached elective replacement indicator (eri) and was explanted and replaced. No further patient complications have been reported as a result of this event.